Event description:
During an initial implant, when connecting the left ventricular (lv) lead to the device, no pacing was able to be observed. The lv lead was disconnected from the device and tested on the psa where it paced as anticipated. The device was exchanged and again no pacing was observed when the lv lead was connected. The lv lead was then exchanged and pacing was observed as anticipated to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead (distal portion only) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.